Manufacturer narrative:
The engineering evaluation noted that pending revision reported was likely the result of the representative mistakenly providing the wrong size tibial insert to the surgeon and the surgeon not noticing the error upon implantation. The patient will reportedly be revised in (B)(6) 2019.

Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision due to incorrect insert size implanted. Scheduled for (B)(6) 2019.